Event description:
It was reported that during the surgical procedure the customer experienced "arm not free to move" errors. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.